Event description:
This is a report of a homechoice patient (hp) from (B)(6) who experienced extreme pain while connected to an unknown homechoice cassette (product code and lot number unknown) and a homechoice cycler. There are no volumes reported that fulfill criteria consistent with increased intra-peritoneal volume or an overfill event. The caregiver stated that hp was unable to sit up due to the pain and has peritonitis. With the help of the technical service representative, trouble shooting occurred and the care giver discontinued therapy to call the hp's nurse.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The assignable cause of the reported problem of peritonitis is unknown. Since the lot number is unknown, a batch review was not performed.

Manufacturer narrative:
(B)(4). The product is unknown and therefore the 510(k) entry field is left blank. As the patients discard supplies after each therapy, the sample was not requested.